Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) distal segment did not open completely during a flow diversion procedure. The ped was used to treat a patient's saccular aneurysm located at the ophthalmic segment of the internal carotid artery. It measured 16mm in max diameter with 5.05mm neck width. The landing zones at parent artery measured 5.12 distally and 5.05mm proximally. The patient had severe vessel tortuosity. It was reported the ped was prepared following the instruction for use. The microcatheter was delivered to the junction of m1 and m2 at the middle cerebral artery. The distal segment of ped was unsheathed at the desired position. Due to severe patient vessel tortuosity, the distal segment did not open completely as expected. The physician waited for 3 minutes, but the distal segment remained not completely opened. The ped was then resheathed to distal marker. Ped unsheathing action was repeated, but issue did not resolve. The physician further released 3mm of the ped. At this point, the ped and microcatheter system slipped inside the aneurysm sac. Decision was made to remove the ped and microcatheter system from the patient. Procedure was aborted. Treatment would be rescheduled. No patient injury reported.

Manufacturer narrative:
Device evaluation the pipeline flex pushwire was returned for evaluation; the pipeline flex braid was not returned. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings, the report of pipeline flex failure to open on the distal end could not be confirmed. The event auses could not be determined as the pipeline flex pushwire was returned without the braid. Any contributing factors from the braid could not be assessed. No damages were found with the returned pushwire. The customer reported that patient¿s vessel tortuosity was severe. It is possible that the severe vessel tortuosity may have contributed to the reported issues. The pipeline flex instructions for use (IFU) provides the following guidance: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the pipeline flex failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.